Manufacturer narrative:
It has been identified during internal review that the reported manufacturer awareness date and event date were not correct: the event date was initially recorded as (B)(6) 2017, however this date should have been (B)(6) 2017, the awareness date was initially recorded as (B)(4) 2017, however this date should have been (B)(4) 2017. This medwatch report has been submitted to provide the correct awareness date and event date. This correction does not impact the investigation conclusions.

Manufacturer narrative:
This error was confirmed as a residual bug: (B)(4). This software bug is activated when the user creates a new patient folder and loads a dicom exam, if the exam contrast has been incorrectly defined by the imaging system in the dicom files, the software will incorrectly save the patient folder data for a later use. If the user tries to load this patient folder a second time, the software displays an error message "impossible to load the patient folder" and records an error in the log file.

Event description:
During the planning phase of the surgery, user exported the patient images to an usb disk, and then was unable to open them.